Manufacturer narrative:
Manufacturers ref#(B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (B)(6): EU custom made aortic data collection project): on (B)(6) 2024, 9 days pre-procedure a thoracic staged procedure was completed. During the procedure the site reported a laser fenestration left subclavian artery. During the procedure patient went into cardiac arrest immediately after the first (thoratic endovascular aortic rapir (tevar) deployment with successful cardiopulmonary resusciation (CPR). Two zta devices (reported below) were deployed successfully. On (B)(6) 2024 the patient underwent the main custom-made device (cmd) study procedure under general anesthesia. Estimated blood loss was 600ml with a transfusion given. The proximal seal zone was an endograft. During the procedure the patient also had a planned covered stent to the left external iliac artery. The vessels that were planned to be incorporated in the repair were the celiac artery, superior (sma), right renal artery (rra) and left renal artery (lra) and stents were placed successfully. At the completion of the procedure the site reported a type iiia endoleak at the main aortic cmd and distal aortic device. No evidence of any stent graft integrity issues and all target side branch stent intact. On (B)(6) 2024, post procedural the patient experienced a grade 1 spinal cord injury with treatment of a spinal drain. Event was resolved on 26sep2024 with no sequalae. On (B)(6) 2024 the patient experienced an infection with unknown focus which was treated with antibiotics and has resolved without sequalae. On (B)(6) 2024, six days post procedure the patient experienced spinal drain complications of a subdural hematoma l1-l3. Treatment included hematoma evacuation and laminectomy of l1-l3. Patient recovered with sequalae with persistent sci after laminectomy also possible chemical meningitis. On the same day the site report cerebrospinal fluid leakage after intradural hematoma removal with treatment of closure of dura. On an unknown day in (B)(6) 2024 the patient experienced a cerebral microembolization. On (B)(6) 2024, 29 days post procedure the patient was discharged to a rehab unit. On (B)(6) 2024, 33 days post procedure the patient experienced corynebacterium in spinal fluid with treatment of antibiotics. Patient recovered without sequalae. On (B)(6) 2024, 57 days post procedure the site reported a type ic endoleak. On (B)(6) 2024, 77 days post procedure the patient underwent a successful secondary intervention with a stent placed at the left subclavian artery (lsa). On (B)(6) 2024, 77 days post procedure the patient experienced an ischemic stroke which resolved with sequalae left hemiparesis which improved over time. Discharged from other facility (B)(6) 2025 with minor residual symptoms. On (B)(6) 2025, 214 days post procedure the patient experienced a urinary tract infection with treatment of antibotics which resolved without sequalae. On (B)(6) 2025, 266 days post procedure the patient underwent a follow-up computed tomopragphy (CT) with contrast. The site reported a type iiia endoleak at the additional proximal aortic device-proximal aortic device and proximal aortic device-main cmd device. The site also reported component separation at the additional proximal aortic device ¿proximal aortic device and the proximal aortic device-main aortic cmd. The site also reported a leak at the islf-lsa junction with a stent extension planned via brachial access. The site also reported insufficient sealing at the left subclavian artery with stent extension planned. On (B)(6) 2025, 349 days post procedure the patient underwent a surgical secondary intervention (the edc states due to a type ic endoleak but related to the 6m imaging on (B)(6) 2025 so this is queried as the data shows it should be a type iiia) of extension of the stent into the left subclavian artery due to endoleak. Patient outcome: successful surgical intervention.